Event description:
Father reported that the buttons on the insulin pump were unresponsive. Customer stated that all buttons were unresponsive except the act button. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked connector at lcd board. Insulin pump recieved with cracked case on display window corners, cracked battery tube threads and minor scratches on lcd window.